Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the clinic on (B)(6) via merlin.net transmission. The transmission revealed the that implantable cardioverter defibrillator exhibited intermittent undersensing of the premature ventricular contraction episodes from (B)(6) 2019. Programming changes were recommended.